Event description:
It was reported that a system error (se) 2267 (air in set) alarm occurred during dwell two on the home choice (hc). The caller cycled the power to the hc and was going to use manual supplies to finish the therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.